Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04859. It was reported the patient had felt a burning sensation up her back for a few days after recharging the ipg. A replacement charging system was sent to the patient. Follow up identified the patient had receiving the charging system and was able to use the charging system, but the burning sensation had not resolved. The patient reported the burning was painful and lasted 30 - 40 minutes after recharging. The sjm representative was contacted regarding the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.